Manufacturer narrative:
Zoll has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed. Please see the following related MFR. Report: #3003793491-2013-01065 for autopulse li-ion battery with sn: (B)(4).

Event description:
It was reported that the green led light was lit when the autopulse li-ion battery was placed in the autopulse multi-chemistry charger; however, when the battery was placed in the autopulse platform, the lcd display showed a lower charge status. In addition, four green bars were lit on the battery when the battery's status indicator button was pressed. Customer indicated that this situation is isolated to two autopulse li-ion batteries and that other batteries show as being fully charged when placed in the autopulse platform. No adverse patient sequelae was reported.

Manufacturer narrative:
The autopulse battery in complaint was returned to zoll on 01/13/2014 for investigation. Investigation results as follows: the battery archives were reviewed and root cause was investigated. The complaint could not be confirmed. Based on the investigation results, there were no issues or anomalies found with the battery.